Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to restart therapy on patient to maintain normothermia, but arctic sun device was alarming 14 (patient temperature (pt) probe out of range). Walked through set up of probe connections and determined probe was plugged directly in the bedside monitor. Had nurse connected to patient temperature (pt)1 port and then explained would need a temperature out cable to run temperature from device to bedside. Encouraged to call biomed for assistance with obtaining cable.

Manufacturer narrative:
The reported issue was confirmed. Root cause was isolated to the cable being plugged in incorrectly by the user. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. Temperature probe placement patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to restart therapy on patient to maintain normothermia, but arctic sun device was alarming 14 (patient temperature (pt) probe out of range). Walked through set up of probe connections and determined probe was plugged directly in the bedside monitor. Had nurse connected to patient temperature (pt)1 port and then explained would need a temperature out cable to run temperature from device to bedside. Encouraged to call biomed for assistance with obtaining cable. Per customer on 10oct2024, it was reported that they contacted biomed to obtain a cable. Cable was provided and the issue was resolved. Therapy was completed on the original device. No patient impact was reported.